Manufacturer narrative:
The device was returned for evaluation. Initial difficulty in breaking off upper portion of the rmas break-off set screw suggests rmas head splay due to not utilizing countertorque instrument during tightening, as identified in the event description. Visual review identified and set screw and rmas head sidewalls fracture and damage consistent with use of pliers to remove, per event description.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l2-l3. The surgeon found that about half portion of the l3-right screw medial extended tab was still remained, and the setscrew was not broken off either. And then, the surgeon broke off the other side of extended tab, but about the half portion of the tab was remained. The surgeon broke off the both remained tabs somehow and the setscrew using pliers." No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.